Event description:
Reporter complains of neurological damage connective tissue disorder. Polymyositis, colitis, degenerative disc disease, human adjuvant disease, joint pain, chronic neck and back problems, skin rashes, migraine, headaches.